Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip was not properly discharging when applied, as the clip was only activating one side, leaving a sharp edge of the clip exposed. Additionally, the clip discharged when it should not have and came off the site. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of clip traumatic.